Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one crosser catheter was returned for evaluation. The outer catheter was noted to be separated from the distal tip. The inner guidewire lumen appeared to be twisted within the catheter. The outer catheter was cut away from inner guidewire lumen and the lumen was confirmed to be twisted around the core wire. Functional testing of the device could not be performed due to the sample condition. Therefore, based on the returned sample, the investigation is confirmed for material separation at the distal tip and twisting of the inner guidewire lumen. The investigation is inconclusive for the alleged incompatibility issues as functional testing could not be performed. The root cause could not be determined based upon available information. It is unknown if procedural factors contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the recanalization catheter allegedly would not load onto the guidewire. It was further reported that another recanalization catheter was exchanged over the guidewire and allegedly would not load onto the guidewire. Reportedly, no treatment was provided and the procedure was concluded. There was no patient contact.